Event description:
It was reported the patient presented to the hospital after receiving inappropriate atp and hv therapy for supraventricular tachycardia. Programming changes were made. It was also noted that interrogation revealed multiple invalid alerts for extended charge time were recorded during excessive charging for a vt storm. The physician elected not to make any further changes. The patient remained in the hospital in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.